Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0079892. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two physical samples and two photos were received for evaluation by our quality team. The samples came in a plastic bag and in opened packaging blisters. Visual inspection was performed and both syringes have scale marking issue. One has the scale marking missing and the other one has light scale printing. The two photos provided show the samples received with scale marking issue. They are shown next to the packaging blister top web. It could be possible for this defect to occur during the syringe assembly printing process. It may have been that the printing machine ran low on ink, the barrels did not get the scale printed and the defect was not detected in the next processes. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation carried out and with the samples analysis the symptom reported by the customer is confirmed. The lot was produced for (B)(4) units; therefore, the cpm is (B)(4). We will continue monitoring and trending this product and this symptom. Probable root cause_ syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels did not get the scale printed and not detected in the next processes.

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced illegible scale markings. The following information was provided by the initial reporter: product complaint bd 50 ml syringe luer-lok tip, ref (B)(4), lot 0079892 expiry 3/31/2025 on 10/4/2020, when opening the individually wrapped sterile bd 50 ml syringe luer-lok tip, the associate noticed the numbers and marked increments were very light and barely illegible. See picture below. One defective syringe found. No one hurt since syringe was saved and red capped for follow up.